Event description:
Customer reported the IV tubing had a hole in the silicone segment. The hole is at the top part of the soft tubing, close to where the hard blue plastic piece fits into the pump channel. The pt had a norepinephrine infusion being titrated to maintain bp which was infusing for about 2 hours. After a brief absence from the pt's room, upon returning the nurse found the pump dripping fluid. A puddle on the floor and the norepinephrine IV bag empty. There was no alarm from the IV pump. The nurse said when she opened the IV pump channel door to take the tubing out, fluid gushed out from inside the pump door. There was no report of pt harm and no medical intervention was reported. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the device be returned for evaluation.